Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device did not display a waveform during the self-test. There was no patient involvement at the time the reported issue was discovered. The analysis was performed by the customer only. Based on the information provided, the reported problem was confirmed by the customer and was determined to be due to a ECG leads set failure. The root cause of the ECG leads set failure could not be determined. The customer replaced the ECG leads set to resolve the issue, and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting institution name: (B)(6).